Event description:
In reporting a revision of patient's left knee on (B)(6) 2018, rep supplied an operative report from (B)(6) 2013 identifying an unstable right knee arthroplasty: "drill was placed on proximal tibia, and the poly was backed out¿". No other devices were explanted according to the report.

Manufacturer narrative:
An event regarding instability involving an unknown triathlon insert was reported. The event was confirmed based on the medical records provided. Method & results: device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: clinician review of the medical records provided concluded suboptimal bearing thickness and/or suboptimal component position (although not confirmed due to lack of x-ray information) have contributed to knee instability requiring revision with bearing exchange for a thicker type. Device history review: not performed as no lot information was provided. Complaint history review: not performed as no lot information was provided. Conclusions: clinician review of the medical records provided concluded that suboptimal bearing thickness and/or suboptimal component position (although not confirmed due to lack of x-ray information) have contributed to knee instability requiring revision with bearing exchange for a thicker type. Further information such as device details and device evaluation, operative reports and pre and post operative x-rays are required to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
In reporting a revision of patient's left knee on 01/08/2018, rep supplied an operative report from (B)(6) 2013 identifying an unstable right knee arthroplasty: "drill was placed on proximal tibia, and the poly was backed out¿". No other devices were explanted according to the report.